Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Product and data log were not provided for the investigation. The cause of the optical signal issue was not determined since product was not returned sufficient clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella 5.5 pump support ongoing for a patient. After three days there were placement signal issues despite proper pump position. The pump continued to run despite the optical signal issues. There was no interruption to support. Care was eventually withdrawn, and the patient expired.